Event description:
It was reported that the patient presented to the clinic for a routine generator exchange. Upon interrogation, the atrial lead exhibited noise that was oversensed by the device and led to an inappropriate automatic mode switch. The lead was explanted and replaced. The patient was in stable condition.